Event description:
It was reported that the stretcher was stuck in steer, therefore, the brakes were inoperable.

Manufacturer narrative:
No parts were bent or broken, so it is likely that in this case, the caregiver put extreme pressure on the pedal when pushing it into steer which resulted in the drive link overtraveling and being unable to be released from steer making the brakes inoperable.